Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an osophagectomy procedure, while on the final anastomosis, the trocar and anvil could not be attached together. The anvil of this device remained in situ and another device was opened and it attached successfully. There was no patient injury in this event.